Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The xt catheter was returned inside a 6f cordis introducer sheath. The balloon appeared to have ruptured circumferentially. The tip of the balloon was detached from the catheter and it appeared accordioned. The portion of the balloon that was still attached to the catheter and was not accordioned and it measured approx 2.4cm in length. The separated section of the balloon that was accordianed measured approx 2cm in length. The tip of the sheath appeared jagged, indicating difficulty in removing the balloon from the sheath. No kinks were visible on the catheter, however; the catheter had some stretched section indicating that there was difficulty retracting the balloon. The proximal marker band was still attached to the catheter underneath the balloon, however, the distal marker band was not attached to the catheter, and it was not returned with the sample. The catheter length underneath the balloon measured at 6cm in length. The investigation was confirmed for a circumferential rupture of the balloon, but the root cause is unk. Numerous attempts have been made to obtain add'l info, but none received to date. The current IFU states: do not exceed the pressure rating recommended for this device. Balloon rupture may occur if the maximum pressure rating is exceeded. Warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. It was reported that the device was used to dilate an arterial (av) fistula. Opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above.

Event description:
It was reported that a pta balloon allegedly ruptured circumferentially in the middle of the balloon upon inflation. The balloon burst in the pt. Pt info is unk. Possibly used on an arterial anastomosis fistula, location unk. Inflation method is a 10 cc syringe hooked to a 3 way stop cock. They use an additional 3 cc syringe, if needed. The balloon separated in the pt and the pieces had to be recaptured with a snare.